Event description:
It was reported by a patient family representative that the patient was "shocked for the first time ever when in a pool. The new pool was resurfaced and they replaced the light and it was not grounded properly when it happened." Additionally, it was stated that the patient went to the emergency room and the physician could not get the cardiac resynchronization therapy defibrillator (crt-d) device in a diagnostic mode. A field representative arrived and performed a histogram and could see right away when the stray voltage occurred and when the patient got the shock. The family representative also stated that the incident impacted quality of life, and after the incident the patient became irritable as if experienced post-traumatic stress disorder, experienced eye problems and three eye surgeries within three weeks. The patient family representative stated knows that electrical shocks can impact the eye but not sure if it was a direct impact as the patient never had eye problems before the incident. It was also stated that the patient passed away "but from something else, not from this".

Manufacturer narrative:
Continuation of d10: 694965 lead implanted: (B)(6) 2005; 4068-52 lead implanted: (B)(6) 1996. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.